Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to noise, oversensing, and pace impedance measurements of less than 200 ohms. There was no pacing inhibition observed. A new rv lead was successfully implanted. No additional adverse patient effects were reported.